Manufacturer narrative:
No device was returned for investigation. Report was closed as no device returned.

Event description:
Cuff leak.

Event description:
Information received a smiths medical cuff leaked. No patient adverse events reported.